Event description:
The customer reported that the battery life of their device was depleting rapidly, and the screen was less responsive. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up with technical support as they were out of warranty and in the process of obtaining a new device from tandem.